Event description:
It was reported that during a lap nephrectomy procedure, the stapler would not fire across the hilum. It appeared to lock up. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Firing trigger teeth. Eval summary: the analysis results found that the atw45 device was rec'd with the firing mechanism damaged and with a reload loaded in the device. The reload was rec'd fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the mfg process.